Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp was filled with excessive air while using the y-set device for a manual drain. The hcp relates that the hp performs a manual drain with the y-set approx 4 hrs after completion of their apd therapy using the homechoice system. According to the hcp, when the hp performed their manual drain, pt forgot to close the blue clamp on the fill line of the y-set, which was not connected to a solution bag as the hp performs a manual drain only. Hcp relates that when the hp left the fill line unclamped, pt was filled with air from the open fill line. Hcp further relates that the hp did not immediately discover the unclamped line but noted it when effluent began flowing out the unclamped fill line. The hp experienced pain during the subsequent apd therapies using the homechoice system for several days, until pt performed a manual drain while in a semi-trendelenburg position in 8/02. There was no pt injury or medical intervention as a result of this incident.